Event description:
The biomedical engineer (bme) reported that they have been experiencing random occurrences or communication loss across all tiles on their ed central nurse's station (cns). The cns will come back up shortly after and usually takes about a minute. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have been experiencing random occurrences or communication loss across all tiles on their ed central nurse's station (cns). The cns will come back up shortly after and usually takes about a minute. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they have been experiencing random occurrences or communication loss across all tiles on their ed central nurse's station (cns). The cns will come back up shortly after and usually takes about a minute. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have been experiencing random occurrences or communication loss across all tiles on their ed central nurse's station (cns). The cns will come back up shortly after and usually takes about a minute. No patient harm was reported. Investigation conclusion: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation.